Manufacturer narrative:
H3, h6 h10: the reported 72202468 fast-fix 360 curved needle delivery system, used in treatment, has been returned for evaluation. The information provided states: ¿during a meniscus repair surgery, after the first implant was deployed, the fast fix t2 implant was pre-deployed unintendedly¿. Visual assessment showed a bent needle. The depth limiter was cut to surgeons desired length. T1 was not returned, t2 was free from delivery needle. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: improper use of device. The instruction for use was reviewed and was found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications that would suggest that the device did not meet product specifications upon release into distribution. A review of the complaint and manufacturing records was performed and indicated similar allegations for the lot number reported.

Event description:
It was reported that during a meniscus repair surgery, after the first implant was deployed, the fast fix t2 implant was pre-deployed unintendedly. Both implants were removed from the patient. The procedure was successfully completed with significant delay using a back-up device. The patient outcome is good. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.